Manufacturer narrative:
Continuation of concomitant medical products: product ID 39565-30, lot# 0204931279, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Analysis of the lead (B)(4) found to be broken within 10 cm of the connector area. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the plat electrode was broken. A patient fall did not contribute to the event. An end of service (eos) was considered normal and the device settings was not available. No further complications were reported/anticipated.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 39565-30, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient felt no stimulation in the area. There was no fall associated with the event. An impedance check was done and there was 4 contacts over 10,000 ohms. They tried to reprogram with no luck. The lead was replaced and a new battery was implanted due to end of service (eos). The issue was resolved at the time of report.